Event description:
Patient admitted to hospital w/continuous pulse oximetry initiated. On the next day, approx 0715, rt found patient apneic, pulseless, and no alarms sounding. Patient expired after full resuscitation efforts failed. Suspected alarm failure. On two days later, biomedical report indicates that audible alarm functions intermittently and that the nurse call cable (to central alarm) is defective. Equipment sequestered pending investigation.